Event description:
Staff showed risk mgr one pt with reddened skin and indentation. Staff nurses report once product is applied, the exit tubing puts pressure on the pt's skin. When pt moves, even if product is snug, tubing is under the pt, and weight of extremity against the tube, which is lying on the mattress, causes redness and indentation if pt is edematous. Could tube protrude elsewhere or exit with some kind of guide away from body? (Staff said this has happed with other pts). While I am not aware of progression of redness to more serious pressure ulcers, redness can be considered stage 1 pressure ulcer.